Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the battery tube spring and the battery tube. Unable to verify failed battery test, frozen screen anomalies or button anomalies due to blank display. No damage was found to keypad traces and the j1 connector on the printed circuit board assembly was not unlocked during visual inspection. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. The insulin pump scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling endcap address label. Medtronic

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump kept alarming failed battery test. Several alarms were noted in the device history since yesterday. Customer's blood glucose was unknown. Customer was unable to scroll into the utilities of the device. Troubleshooting was performed and the alarm persisted. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.